Event description:
The pt reportedly experienced intermittency followed by no lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was no resolved. Testing performed confirmed the device was no longer functioning. The pt's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.